Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder tendon suturing, the healicoil knotless anchor broke. The procedure was completed using a smith and nephew backup device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual evaluation showed two devices were returned together in a single original packaging with the batch number of the complaint on the label. Device one was returned without a distal anchor or distal plug. The proximal anchor was returned on the device without any visible defect. The insertion device has no visible defect. Device two was returned without any anchors. One fork of the insertion device is bent. Bio debris is present on both devices. A functional evaluation of each device showed that the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks of both devices as intended. A material assessment could not be performed due to the anchor not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause of broken anchor could not be determined since the reported malfunction could not be duplicated during the investigation, as the anchor was not returned for evaluation. A definitive root cause for the bent insertion device could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force). Based on this investigation, the need for corrective action is not indicated.